Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that during the manufacture investigation observed an unknown dust like contamination on the front panel, pca (printed circuited assembly) board, blower box, inlet of the blower box, rear panel, bottom enclosure, and the blower motor. Evidence of liquid ingress was observed on the blower motor, blower motor seal, and the blower box. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Risk tags associated with this mode of failure include: infect01, infect02, irrit03 and irrit02. The results of this investigation do not impact the calculated risks as outlined in (B)(4). Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid, date received by mfg, device avail. For eval?, date returned has been updated.